Event description:
The customer reported she experienced a low blood glucose level of 33 mg/dl. She inserted her infusion set in her leg and was feeling a bit of tugging on the site. The customer had issues with bent cannulas and blood at site. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.